Manufacturer narrative:
User alleges their chair stopped and they fell out. Information suggests user was not wearing their seat positioning strap as recommended by manufacturer. It is unknown if user inadvertently engaged their power off switch while operating the chair. Product has not been returned for evaluation at this time. Dealer has advised they went to service the chair and have not been able to replicate the problem, and returned the chair to the consumer. The chair is functioning properly. Malfunction is not confirmed.

Event description:
The consumer was driving to the bus stop when the chair allegedly stopped suddenly, tossing him out of the chair. No serious injury is alleged.